Event description:
It was reported that syringe s2 2ml 23ga 1-1/4in bd china leaked. The following information was provided by the initial reporter: "hypo- leakage, which led to the waste of the patient's liquid medicine. The liquid medicine leaked from the syringe stopper. The price of the medicine is high, about 1000 yuan green claims needed only pictures of leakage can be provided the department of the problem is: pediatric, contact information is not available".

Manufacturer narrative:
H.6. Investigation summary a device history record review was performed for provided lot number 1811157. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, one picture sample was returned for evaluation by our quality engineer team. Through examination of the picture sample, leakage was observed through the plunger. An additional twenty retained samples of the same lot number were obtained from the manufacturing facility for further investigation. The retained samples were examined and no defects were observed. Based on the provided customer feedback and the picture sample, it is possible that this incident resulted from damage to the plunger lip component. This type of damage can occur during the movement of the syringe through the manufacturing line or during the plunger assembly process. Our quality team will continue to closely monitor the production process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe s2 2 ml 23ga 1-1/4in bd (B)(6) leaked. The following information was provided by the initial reporter: "hypo- leakage, which led to the waste of the patient's liquid medicine. The liquid medicine leaked from the syringe stopper. The price of the medicine is high, about 1000 yuan green claims needed. Only pictures of leakage can be provided: the department of the problem is: pediatric, contact information is not available".